Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient came to the emergency department with cardiac arrest. Pacemaker function was normal upon interrogation. Bsc rep reported possible noise on the lead. Per boston scientific, the bsc rep became aware of the issue on (B)(4) 2019. The event was reported to biotronik on (B)(6) 2020.